Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Customer alleged that the weld is broke. The weld was on the deck of the bed.